Event description:
Ous MDR - it was reported that after 36 months of implant duration inappropriate shocks were delivered. It was reported also, that a lead failure could be seen on x-rays. The x-rays were not provided for analysis. The patient experienced pain due to inappropriate shocks. The lead was capped and a new lead was implanted.

Manufacturer narrative:
(B)(4) 2014 - an updated analysis was provided. The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product as well as the follow up data received. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the received data were inspected. The analysis revealed the presence of noise in the ventricular channel, which led to shock deliveries as mentioned in the complaint description. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The clinical observation was confirmed through the inspection of the received data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause. An analysis of the lead would be required for further insights. The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product as well as the follow up data received. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the received data were inspected. The analysis revealed the presence of noise in the ventricular channel, which led to shock deliveries as mentioned in the complaint description. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The clinical observation was confirmed through the inspection of the received data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause. An analysis of the lead would be required for further insights.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.